Manufacturer narrative:
Eval results: lead was returned incomplete; no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that invalid impedances were observed. An x-ray revealed lead migrated. The lead was explanted and replaced on (B)(6) 2011. The explanted lead was returned to the MFR for analysis. No additional info is available at this time.